Event description:
Use of fujisawa USA mini transfer pin in "faulting" acyclovir sodium injection resulted in significant coring and/or disintegration of the rubber stopper. Staff did not notice similar effects on other vials. Device operated by pharmacy technician.